Manufacturer narrative:
Device not returned to manufacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The chief perfusionist reported an issue encountered with the mps delivery set. He stated that the tubing exiting the heat exchanger was split at the connector. This is in addition to the issue identified in manufacturer report 1649914-2015-00082. As a result of the alleged issue they changed out the delivery set and completed the procedure. The arterial line pressure was reported by the perfusionist as less than 200mmhg. No patient information or device lot information was provided. There were no patient complications reported as a result of the alleged event. It is unknown if the device will be returned to the manufacturer for analysis.